Manufacturer narrative:
Manufacturing review: the lot number was provided and a lot history review was performed. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. . All six arms and six legs were present and intact, however, two filter legs were crossed. The filter legs may have been crossed during retraction of the device from the patient. Furthermore, the delivery system was not returned for evaluation. Therefore, the investigation is inconclusive for dislodged or dislocated as there is not enough objective evidence to confirm the reported failure. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2022).

Event description:
It was reported that during filter placement, the filter allegedly detached from the pusher rod and was placed in an unintended position. It was further reported intervention was performed to remove the filter, and a suprarenal filter was placed. Reportedly, the patient was hospitalized following the procedure.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during filter placement, the filter allegedly detached from the pusher rod and was placed in unintended position. It was further reported intervention was performed to remove the filter, and a suprarenal filter was placed. Reportedly, the patient was hospitalized following the procedure.